Event description:
It was observed that during the device evaluation, the camera head exhibited damage on cable unit, lost watertightness and dirt on coupler unit. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor watertightness of cable unit, water tightness was lost. The most probable cause for damage on cable unit was traced to component failure. However, the most probable cause for dirt on coupler unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.